Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two portions measuring 14.4cm and 53.5cm in length. Internal abrasion sites were noted between 7.5cm and 16cm from the distal tip. The etfe coating of the exposed cables at these locations were intact. Internal abrasion was also noted under the rv shock coil. The etfe coating of the ring electrode cable was damaged at this same location. (B)(6). No complaint received with return of device. Failure (event) observed during analysis.